Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient presented to the hospital and was admitted with chest pain, nausea, diaphoresis, tachycardia, and a slight temperature of 99.8 f. During the hospital stay, the patient developed kidney issues and was started on hemodialysis. No specific information was provided. The plan was to eventually discharge the patient with a dialysis catheter for continued hemodialysis. However, on (B)(6) 2017, the patient had a bloody emesis, and was given fresh frozen plasma (ffp). The patient refused placement of a nasogastric tube. The bloody emesis reoccurred on the following day. An attempt to insert a corpak enteral tube was performed twice, but the patient then refused further attempts. During this time the health professionals noted coffee ground gastric contents. It was thought that the patient was experiencing upper gastrointestinal (gi) bleeding. On (B)(6) 2017, the patient was reported to have fluid overload with anasarca and received unspecified treatment. Additionally, the patient was treated for the gastrointestinal bleeding and nausea with metoclopramide hcl, carafate, pantoprazole, sucralfate, ondansetron, and promethazine. The gi service planned to perform an endoscopy; however, prior to the procedure a gastric lavage was performed, the patient was transfused with an unspecified amount of packed red blood cells (prbc¿s), and subsequently there was a decrease in the gi bleeding. On (B)(6) 2017, the patient was vomiting large clots, and was given 2 units of ffp and 2 units of prbc¿s. The patient was intubated and the family decided to place the patient on comfort care only. The patient expired on (B)(6) 2017. The cause of death was reported to be ventricular tachycardia and gastrointestinal bleeding. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed and ventricular tachycardia could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.